Event description:
It was reported to philips that the allura device would not produce x-rays. No patient harm was reported. A philips engineer visited the site and identified that the generator was unable to start up. A 24v power cable was incorrectly connected, upon being correctly fitted the device resumed expected operation. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not producing the x-rays. Upon functional testing the fse found that the 24v power supply channel was incorrectly connected. The fse reconnected the 24v power supply channel and verified the operation of the equipment, after this the system was returned to use in good working order. The codes were updated based on the investigation outcome. Component code was corrected.